Event description:
The MFR received information alleging a ventilator would not power on. There was no harm or injury reported. The device has not been returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.